Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - the unit is shutting down.

Event description:
Per tm - the unit is shutting down.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit shuts down without warning was unconfirmed. The sr8 was received at the service depot with software version 2.0.3. The battery cycle count is at 398, which is under the pre-critical threshold of 500. The sr8 was charged to 100%, unplugged, and ran on battery power for 3 plus hours down to 0%. There is no root cause as the issue could not be duplicated. H3 other text : evaluation findings are in section h11.